Event description:
The neurosurgeon placed the licox in the patient in 2002. The neurosurgeon inserted the temperature, icp and oxygen probe. Immediately after insertion the oxygen probe did not function, reading zero. The neurosurgeon left the oxygen probe in place until november 2003. The oxygen probe was not replaced and will not be returned for evaluation. No problems were experienced during placement of the bolt and probes. Both the temperature and icp functioned as expected. The system was left in place until completion of icp monitoring. No patient was reported.